Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and cleared the alarm. The tsr advised the hp to disconnect and either restart the setup with all new supplies or use manual supplies to complete the therapy. The hp would call the peritoneal dialysis nurse. This writer called the number initially provided as a contact number, and the nurse in the dialysis department reported that she was not aware of any alarms that had occurred, and could not provide any additional information on the patient's medical status or which dialysis clinic the hp attends. No additional information was available.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 (air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).